Manufacturer narrative:
Concomitant medical products product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimu lator. (B)(4).

Event description:
There was a recent medical test or emi environmental exposure. The patient had 2 devices implanted, and last night she found that when she synchronizes, it shows her the amplitude but not what program she was on. Patient says this happens with both devices. Patient thought maybe this happened because she used the left pp (patient programmer) for the right side but patient services reviewed this would not wipe out all programs for both devices, and that during the revision surgery, it's possible that the programs were wiped out. Event date was on (B)(6) 2016. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.